Manufacturer narrative:
Product analysis: it was determined at analysis that during the sensing test the p/r-wave measurements were not displayed with measured values 20.0 mv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to provide a sensing measurement, during an implant procedure. It was noted that a message was displayed, indicating that there were not enough sensed events, despite at least five events having been marked during the test. The issue was escalated for further investigation. The programmer remains in use. No patient complications have been reported as a result of this event.